Manufacturer narrative:
An event regarding femoral periprosthetic fracture involving an unknown gmrs distal femur implant was reported. The event was confirmed by clinician review. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. -medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: "undated x-ray confirms femoral fracture between knee and hip stem and failure of fracture fixation with dall miles cable plate; need additional information; primary and revision operative reports, clinical and past medical history, additional serial x-rays." -product history review: could not be performed as lot code information was not provided.  -complaint history review: could not be performed as lot code information was not provided.  Conclusions: while the provided x-ray confirms femoral fracture between knee and hip stem and failure of fracture fixation with dall miles cable plate, the exact cause of the event could not be determined because insufficient information was provided. Further information such as product details, primary and revision operative reports, clinical and past medical history, additional serial x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for the periprosthetic fracture of patient's right femur on (B)(6)2017. In reporting an impending revision of patient's right leg, the following information was provided: (B)(6)2015 - gmrs distal femur 3 (B)(6)2017 - bipolar exeter 17 (B)(6)2017 - dall miles 9 hole plate and 6 cables used to fix the periprosthetic fracture.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the periprosthetic fracture of patient's right femur on (B)(6) 2017. In reporting an impending revision of patient's right leg, the following information was provided: (B)(6) 2015 - gmrs distal femur. (B)(6) 2017 - bipolar exeter. (B)(6) 2017 - dall miles 9 hole plate and 6 cables used to fix the periprosthetic fracture.